Manufacturer narrative:
Patient was revised to address a ceramic liner fracture. Surgeon noted that he may not have seated the liner correctly during the initial implantation. Doi: (B)(6) 2016 - dor: (B)(6) 2016. Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information was sent for further investigation to the ceramic supplier. The supplier report was received and states protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the part were according to the specification valid at the time of production. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address a ceramic liner fracture. Surgeon noted that he may not have seated the liner correctly during the initial implantation.